Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 79-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient developed a hematoma at the impella cp access site. The reposition sheath was re-sutured to match entry angle and a femstop was placed with light pressure.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. The root cause of access site bleeding was determined to be use issue because the bleeding was resolved by re-suturing and matching the entry angle. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 code 4114 (device not returned) was inadvertently omitted from the previously submitted report and has been added to this report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.